Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak coming from the patient line tubing of the homechoice cassette during use. The patient was not connected at the time of the event. The patient stated that they set up therapy following proper procedures and were able to prime successfully. The patient stepped away from the set up for a half hour and when they returned, there was a puddle on the floor. They did not see any damage, holes or defects to the cassette but stated that the solution was coming from the tubing. The patient stated that there was no alarm and that they never advanced to initial drain. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The technical services representative assisted the patient with ending therapy, and the patient started therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.